Event description:
At approximatelty 6:40am the resident was discovered on the right side of the bed. Their knees were on the floor, the lower torso was between the siderail and the mattress, the upper torso, head and arms were on the mattress. Both siderails were up.